Event description:
It was reported that the pump over infused. There was no patient involvement.

Event description:
Investigation results completed on a smiths medical cadd solis vip 2120 pump.

Manufacturer narrative:
Investigation results completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps. The device is in overall good condition. Testing was done to duplicate event of failed accuracy and the complaint was verified as the testing revealed +7.10% and +6.70% were both outside the published customer spec of +/-6.0%. The issue was isolated to the expulsor is out of calibration. No evidence was revealed in the event log on complaint. Device was repaired to replace the expulsor and calibrate device.